Event description:
Following the deployment of the aaa excluder bifurcated endoprosthesis trunk/ipsilateral and contralateral leg components, the clinican was retracting the 18 fr. Sheath to perform a completion angiogram. At that time the clinician believed that the external iliac artery had transected. There was considerable resistance felt as the sheath was advanced to a suprarenal position, and considerable resistance was felt as the sheath was withdrawn to allow deployment of the trunk/ipsilateral component. The doctor discovered the right external iliac artery had transected. Since wire access remained, a 10mm balloon was advanced up the wire into the ipsilateral leg and inflated, controlling bleeding. The procedure was converted to open surgery to redirect blood flow to the right leg, the right external iliac artery was ligated distal to the external/internal bifurcation and a femoro/femoral crossover graft was surgically implanted. The clinician was aware that passage of the 18 fr. Sheath was difficult in this pt. Images provided did not predict difficult access. Deployment of the trunk/ipsilateral and contralateral leg components proceeded normally prior to the retraction of the 18 fr. Sheath. The difficulty was only observed at the completion of the procedure. The device remains in the pt and is functioning fine.